Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: loose, bent and dents on outer tube, loose light guide adapter, image dark and out of direction. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event "due to light guide bundle breakage, light transmission is poor, and the image is dark was caused due to cut in light guide cable and failed light transmission. The most probable cause of all complaints was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had light guide bundle breakage, poor light transmission and dark image. The issue occurred during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 - phone number: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.